Manufacturer narrative:
(B)(4) - failure to follow steps. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system (sds) was returned for evaluation. Stent dislodgement was confirmed. Based on a visual/dimensional analysis inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) states: prior to using the xience xpedition everolimus eluting coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a left main artery. A 3.0 x 28 mm xience xpedition was prepared as usual and advanced to the lesion and inflated. Intravascular ultrasound (ivus) revealed that the stent was not implanted at the lesion. The stent implant was found in the protective sheath. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.